Event description:
Reporter indicated that systems diagnostics testing at office visit resulted in high lead impedance readings, indicating a possible lead break. Patient is asymptomatic. No serious injury was reported. Review of x-rays by reporter and manufacturer did not reveal any obvious lead breaks. Revision surgery is being discussed, but no surgery date has been set.

Manufacturer narrative:
H.6.: review of x-rays by manufacturer did not reveal any obvious discontinuities in the ncp system. H.6.: device failure is suspected, but did not cause or contribute to a death or serious injury.